Event description:
Event became reportable based on the device analysis completed on 09/20/2007. It was reported that during a percutaneous coronary interventional (pci) procedure, difficulty crossing the lesion was encountered. The 97% stenotic and severely calcified lesion was located in the very tortuous distal circumflex (lcx) artery. Upon attempting to insert the taxus liberte 32mm x 2.75mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. The procedure was completed with another of the same device. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good. Device analysis revealed damaged stent.

Manufacturer narrative:
Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were raised and misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions located at a bifurcation in the taxus liberte dfu. It is advised in the taxus liberte dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure sor performance was limited. Visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were raised and misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on withdrawal. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of operational context due to anatomical/procedural factors encountered during the procedure so performance was limited.